Event description:
It was reported that battery depleted too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support, and technical support was unable to confirm battery depletion allegation, with no additional timeframe details provided.